Manufacturer narrative:
Returned to manufacturer on: unknown. The investigation date has been used. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6112841, medical device expiration date: 04/30/2018, device manufacture date: 04/21/2016. (B)(6). Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® z 5 ml 13x75mm contained glass foreign matter.